Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 53 mg/dl at the time of the call. The customer stated that the sensor is giving them low predictions but the customer would move around the sensor would read that the glucose is higher than it really is. The customer took a glucose tablet to treat the low blood glucose. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See (B)(4) for related documentation.